Event description:
It was reported that the ilet user observed insulin leaking inside the pump after connecting the adapter to the cartridge outside the pump, followed by elevated blood glucose reaching 359 mg/dl. The user disconnected the pump and administered subcutaneous insulin using long-acting and rapid-acting injections, and was educated on the correct cartridge-to-adapter connection procedure to prevent leakage and double dosing. Symptoms included hyperglycemia without reported associated symptoms. Outcomes included a missed dose and a delay to therapy causing serious injury. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem of incorrectly attaching the infusion set connector, with no device problem found, and the affected component identified as the cartridge/adapter interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.